Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va1j90v, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  that sometime earlier in 2020 the therapy was not working anymore so patient went to see managing doctor, and did all of the testing and was told that one of the contacts was out of place. Patient said had revision/replacement on (B)(6) 2020 and that resolved the issue. Ps agent documented event. No further complications were reported/anticipated at this time. See related pe 704206495 rt of symptoms.